Manufacturer narrative:
D10 concomitant products: sigmret - sig power sigmret manual retract tool, lot# c2g7402x egia60amt - egia60amt egia 60 artic med thick sulu, lot# 4e0792 sigphandle- sig power sigphandle handle, serial# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the device was partially fired, the lock ring was totally broken and the knife and staple could not be returned after firing. The reload was lock on tissue. Suturing was done as a staple line replacement, resect, and re-staple the issue was resolve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a robot low anterior resection (lar) procedure (intuitive), the device partially fired, the lock ring was totally broken, and the knife and staple could not be retuned after firing, the reload lock on tissue. Suturing was done as a staple line replacement, resect, and re-staple; the issue was resolved.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the reload adapter was broken and misassigned with the distal end of the signia adapter. There was a piece of a reload adapter stuck in the distal end of the signia adapter. The firing rod was noted to be out of home position. Evaluation noted that the blue unload switch could only be partially depressed. The reload adapter was broken off and still connected to the adapter. It was reported that it was difficult to retract the knife blade. The reported issue was confirmed. The most likely cause could not be established from the information available. It was also reported that the instrument broke and locked on tissue. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition: of firing rod out of home position that has no relationship to the reported condition. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to r elease to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload, center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the reload unload button back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.